Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 327 mg/dl, using her breeze2 meter. She retested using another meter and received a reading of 121 mg/dl. The difference between the readings, falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.